Manufacturer narrative:
The customer reported that the rns (remote network station) has communication loss. The customer restarted the rns, checked the cabling and the ip address. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) has communication loss.